Event description:
IT WAS REPORTED THAT, IN THE ENDOPROTHESENREGISTER DEUTSCHAND (EPRD) FROM GERMANY, A TOTAL OF 1213 KNEES UNDERWENT PRIMARY TKA PROCEDURES BETWEEN 01-OCT-2015 AND 31-MAR-2024, USING A JOURNEY II CRUCIATE-RETAINING (CR) OXINIUM FEMORAL COMPONENT. FROM THESE, NINETY-SEVEN (97) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: TWELVE (12) KNEES DUE TO INFECTION, TWENTY-TWO (22) KNEES DUE TO DISLOCATION/INSTABILITY, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, FIVE (5) KNEES DUE TO ASEPTIC LOOSENING, TWO (2) KNEES DUE TO WEAR, THIRTY-NINE (39) KNEES DUE TO ¿OTHER¿ REASONS AND SIXTEEN (16) KNEES DUE TO UNKNOWN REASONS. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN 01-OCT-2015 THROUGH 31-MAR-2024.

Manufacturer narrative:
REPORTING QUARTER: 1 (JANUARY 1 - MARCH 31, 2025) SUMMARY OF ADVERSE EVENTS: IT WAS REPORTED THAT, IN THE ENDOPROTHESENREGISTER DEUTSCHAND (EPRD) FROM GERMANY, A TOTAL OF 1213 KNEES UNDERWENT PRIMARY TKA PROCEDURES BETWEEN 01-OCT-2015 AND 31-MAR-2024, USING A JOURNEY II CRUCIATE-RETAINING (CR) OXINIUM FEMORAL COMPONENT. FROM THESE, NINETY-SEVEN (97) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: TWELVE (12) KNEES DUE TO INFECTION, TWENTY-TWO (22) KNEES DUE TO DISLOCATION/INSTABILITY, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, FIVE (5) KNEES DUE TO ASEPTIC LOOSENING, TWO (2) KNEES DUE TO WEAR, THIRTY-NINE (39) KNEES DUE TO ¿OTHER¿ REASONS AND SIXTEEN (16) KNEES DUE TO UNKNOWN REASONS. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN 01-OCT-2015 THROUGH 31-MAR-2024. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATION, THE JOURNEY II CRUCIATE-RETAINED SYSTEM PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT OF THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THIS SYSTEM IS AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. ACCORDING TO THIS REGISTRY REPORT, A TOTAL OF 1213 PRIMARY TKA PROCEDURES WITH THE JOURNEY II CR OXINIUM FEMORAL COMPONENT VARIANT HAVE BEEN PERFORMED IN THE GERMANY BETWEEN 01-OCT-2015 AND 31-MAR-2024. THE CUMULATIVE REVISION RATE FOR THE JOURNEY II CR OXINIUM FEMORAL COMPONENT IS CONSISTENTLY HIGHER THAN THAT OF THE EPRD STANDARD TKA SYSTEM (REFERRED TO AS 'THE CLASS' BELOW) THROUGHOUT THE 8 POSTOPERATIVE YEARS ANALYZED BY THE REPORT. THIS DIFFERENCE IS STATISTICALLY SIGNIFICANT BASED ON THE NON-OVERLAPPING CONFIDENCE INTERVALS. THE FOLLOWING CUMULATIVE REVISION RATES WITH 95% CONFIDENCE INTERVALS ARE PRESENTED IN THIS REPORT: O AT 1ST POSTOPERATIVE YEAR: 3% (2.0%-4.0%) VS 1.9% (1.8%-1.9%) OF THE CLASS. O AT 2ND POSTOPERATIVE YEAR: 5.2% (3.9%-6.5%) VS 3.1% (3.0%-3.1%) OF THE CLASS. O AT 3RD POSTOPERATIVE YEAR: 6.6% (5.2%-8.1%) VS 3.7% (3.7%-3.8%) OF THE CLASS. O AT 4TH POSTOPERATIVE YEAR: 8.1% (6.5%-9.7%) VS 4.1% (4.1%-4.2%) OF THE CLASS. O AT 5TH POSTOPERATIVE YEAR: 8.6% (6.9%-10.3%) VS 4.4% (4.4%-4.5%) OF THE CLASS. O AT 6TH POSTOPERATIVE YEAR: 9.1% (7.3%-10.9%) VS 4.7% (4.6%-4.8%) OF THE CLASS. O AT 7TH POSTOPERATIVE YEAR: 9.1% (7.3%-10.9%) VS 5.0% (4.9%-5.0%) OF THE CLASS. O AT 8TH POSTOPERATIVE YEAR: 9.1% (7.3%-10.9%) VS 4.7% (5.2%-5.3%) OF THE CLASS. A TOTAL OF 55 REVISIONS ARE NOT CLASSIFIED UNDER A SPECIFIC REASON FOR REVISION ACCOUNTING FOR 56.70% OF THE TOTAL OF REVISIONS INCLUDED IN THIS REPORT (N=97). ACCORDING TO THE LIST OF COMPONENTS REMOVED PROVIDED BY THE REGISTRY, 14 TIBIAL COMPONENTS AND 20 FEMORAL COMPONENTS WERE REVISED, WHILE 59 INSERTS AND 40 PATELLAS WERE REPORTED AS ¿EXCHANGED¿. WITHOUT ADDITIONAL DETAILS REGARDING THE REASONS FOR REVISION, A MORE ROBUST ANALYSIS OF THE OBSERVED CUMULATIVE REVISION RATES CANNOT BE CONDUCTED. IT SHOULD BE NOTED THAT THE MEDIAN AGE OF PATIENTS RECEIVING THE OXINIUM FEMORAL WERE YOUNGER (MEAN AGE OF 63 WITH A RANGE OF 58-71 YEARS OLD) THAN THE CLASS (MEAN AGE OF 70 WITH A RANGE OF 62-77 YEARS OLD). BASED ON THE INFORMATION PROVIDED BY THE ERPD NO SURVIVAL COMPARISON CAN BE MADE BASED ON AGE GROUPS, BUT AGE IS LIKELY TO BE A FACTOR THAT INFLUENCES THE SURVIVORSHIP OF JOURNEY II CR DEVICES WITH OXINIUM FEMORAL COMPONENTS. ADDITIONALLY, THE LARGE NUMBER OF REVISIONS FOR DISLOCATION (N=22), UNKNOWN, AND OTHER REASONS HAVE NOT BEEN OBSERVED IN THE UK NJR WHICH SUGGESTS THAT THESE EVENTS MAY BE RELATED TO FACTORS OTHER THAN THE DEVICE ITSELF. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;

Manufacturer narrative:
H11: THIS REPORT IS SUBMITTED IN RESPONSE TO THE FDA¿S OBSERVATIONS REGARDING SMITH+NEPHEW¿S (S+N) SUMMARY MDR REPORTING PRACTICES UNDER (B)(4), COMMUNICATED ON (B)(6) 2025. AS A RESULT, THE DATA PREVIOUSLY REPORTED THROUGH MDR 1020279-2025-00455 IS NO LONGER VALID AS IT WILL BE MIGRATED AND SUBMITTED UNDER MDR 1020279-2025-00454 BY THE END OF THE THIRD REPORTING QUARTER, AS AGREED WITH THE FDA.